Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. During the procedure, two closure devices were deployed too proximal and full recaptures were performed. The physician successfully deployed a third closure device. After deployment, bubbles were noticed on intracardiac echocardiography in the left ventricle and on the bottom of the fluoroscopy screen. The transesophageal echocardiography (tee) physician looked around the heart and noted a huge amount of bubbles in all four chambers of the heart. An interventional cardiologist was called into the room to successfully aspirate all air. The closure device met release criteria and was safely deployed without effusion at the end of the case. The patient was monitored and after they woke up from anesthesia, a neurocognitive test was performed. The right side of the patient presented some delay while being tested but was responsive to all parts of the test. The next day their right sided responses had improved. The patient was discharged.

Manufacturer narrative:
The returned product consisted of a watchman delivery system with no implant. The device was bloody. Analysis of the core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tricuts slightly flared). Inspection of the rest of the device found no other damage or defect to the device. The reported air embolism could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. During the procedure, two closure devices were deployed too proximal and full recaptures were performed. The physician successfully deployed a third closure device. After deployment, bubbles were noticed on intracardiac echocardiography in the left ventricle and on the bottom of the fluoroscopy screen. The transesophageal echocardiography (tee) physician looked around the heart and noted a huge amount of bubbles in all four chambers of the heart. An interventional cardiologist was called into the room to successfully aspirate all air. The closure device met release criteria and was safely deployed without effusion at the end of the case. The patient was monitored and after they woke up from anesthesia, a neurocognitive test was performed. The right side of the patient presented some delay while being tested but was responsive to all parts of the test. The next day their right sided responses had improved. The patient was discharged.